Manufacturer narrative:
It was reported that after initial bunion surgery, an unknown number of patients had a revision due to bunion recurrence. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after initial bunion surgery, an unknown number of patients had a revision due to bunion recurrence. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.